Event description:
It was reported that "it was unable to pace during use. The catheter was repositioned but the problem was not solved. The whole system including catheter was replaced, and then the problem was solved." There were no patient complications reported.

Manufacturer narrative:
It was reported that "it was unable to pace during use. The catheter was repositioned but the problem was not solved. The whole system including catheter was replaced, and then the problem was solved." There were no patient complications reported. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time.